Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for explant procedure. Upon review, it was revealed that the patient had an external perforation from an external wire and it was determined that the patient had blood cultures that indicated sign of infection. During procedure, the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2020. The patient was stable post procedure.